Event description:
The customer reported that the left monitor on the system would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation, and replaced the video cable. The system was tested and found to be working as intended and put back into service.